Event description:
On (B)(6) 2024 the end user called to report an elevated blood glucose (bg) of 555 mg/dl and high ketones present. During troubleshooting, the infusion set was checked and there were no abnormalities or malfunctions that would lead to elevated bg levels. The user ultimately paused use of the ilet system and switched to multiple daily injections (mdi) for backup therapy. The user was followed up with on (B)(6) 2024 when they reported that they sought care in the emergency room (ER) on (B)(6) 2024, where they received three bags of intravenous fluids. The user was not admitted and did not experience diabetic ketoacidosis (dka). The highest recorded bg during the event was >600 mg/dl immediate health effects included vomiting, lethargy, and nausea. The user was wearing a dexcom g7 continuous glucose monitor sensor and convatec inset 23", 6mm infusion set at the time. The user plans to resume ilet therapy after meeting with their endocrinologist and receiving further training. The case was escalated for follow-up, but no further information was obtained after multiple contact attempts.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.